Event description:
It was reported they had come across a couple of cases where adaptors seemed to give them trouble. It was stated one case was where the adaptor wire seemed to be kinked or bent.

Manufacturer narrative:
Concomitant products: product ID neu_adaptor_acc, serial# unknown, product type accessory; product ID neu _unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).